Event description:
It was reported, "the surgeon revised the patient's right bipolar hip due to pain. The surgeon converted the bipolar to a total hip."

Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown bipolar inner head. Cat # unk, lot # unk, description: unknown stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.